Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male pt had an oozing sore near the back therapy electrode pads. The pt's physician prescribed a cream to treat the affected area.

Manufacturer narrative:
Electrode belt (B)(4) was not returned to the MFR. No equipment deficiencies were alleged against the device. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.